Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report number 2032227-2015-67878.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was heart attack and brain injury. The caller did not know the customer's blood glucose at the time of death; it was monitored by the hospital. The insulin pump was disconnected from the customer on (B)(6) 2015, by the paramedics. Per the caller, the customer's last recorded blood glucose value was normal, on (B)(6) 2015 at 2:15 eastern time. The customer did not use sensors. The caller agreed to return the insulin pump for analysis. The insulin pump information, model number and serial number, were not conformed at the time of the phone call.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and scratched keypad overlay. Data analysis: there is no data listed for the dated of (B)(6) 2015 due to the insulin pump was returned without a battery installed.